Manufacturer narrative:
On 26-mar-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - persistent procedure that involved two thermocool® smart touch® sf bi-directional navigation catheters that both had irrigation issues. During the operation, the electrophysiology catheter presented an irrigation problem (charring was observed on the tip and the distal irrigation holes were not delivering properly). This resulted in a change of catheter and a 5-minute increase in operating time (lot: 31465027l). Subsequently, the second catheter (lot: 31493035l) presented the same irrigation defect, but did not require replacement, as the procedure was completed at that point. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. No char, thrombus or clot residues were identified during the visual inspection. Then a microscopic examination was performed and the irrigation holes were clean, no foreign material were identified. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31465027l and no internal action related to the complaint was found during the review. The char and irrigation issues reported by the customer was not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf (radiofrequency) application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - persistent procedure that involved two thermocool® smart touch® sf bi-directional navigation catheters that both had irrigation issues. During the operation, the electrophysiology catheter presented an irrigation problem (charring was observed on the tip and the distal irrigation holes were not delivering properly). This resulted in a change of catheter and a 5-minute increase in operating time (lot: 31465027l). Subsequently, the second catheter (lot: 31493035l) presented the same irrigation defect, but did not require replacement, as the procedure was completed at that point. No patient consequences were reported.